Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise on ventricular and atrial lead was observed through merlin.net transmission. Noise was seen on real-time egm. Lead noise was suspected. Patient has also received an inappropriate shock. Noise was not reproducible with different movement tests. Patient will continue to be monitored through merlin.net transmission. Patient's condition was stable.